Manufacturer narrative:
E4 entered in error. Corrected information in a1, a2 (age), b1, b2, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h3, h6 (patient code, device codes). Additional information in g5 (PMA/510k), h6 (results and conclusion codes). The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that during the procedure the bottom plate of the implant disassembled from the peek cartridge. The implant was not able to be reassembled and the surgeon switched to a fusion to complete the case. There was a greater than 30 minute surgical delay but no further reported patient impacts.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. It was indicated that the product is retained by hospital. Therefore, no product evaluation could be performed. Additional information was requested and still pending. Investigation is still in progress. Conclusion is not yet available. Product retained by hospital.

Event description:
Mobi-c p&f us : disassembled. As reported by sales rep. During a mobi-c surgery : implant bottom plate disengaged from peek, unable to use. Product was removed and surgeon decided to switch to fusion so surgery was delay over 30 min. Surgical technique was followed. No impact on patient. Product was retained by hospital. Waiting on addition information.